Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Explant date: several years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 13790741/13866913. Sc-1110 (sn:(B)(4)), the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2218-50 (sn:(B)(4)), the returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2218-50 (sn:(B)(4)), the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient had inadequate stimulation. All components were explanted. No further information has been obtained despite good faith efforts.